Event description:
The pump was returned for testing due to error code displayed. During manufacturing testing, the pump was noted to under-deliver. There were no reports of any adverse events while the pump was in use on a patient.